Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the battery compartment was warm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: review of the black box data revealed drastic voltage drop on (B)(6) 2018. On investigation, the pump powered on and ez-prime steps were completed. All electrical current readings were within specification. The pump was exercised for 24 hours without any overheating, errors, warnings or alarms. There was no damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the alleged temperature issue.